Manufacturer narrative:
This report is submitted on december 31, 2021.

Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea. The patient underwent a revision surgery under general anesthesia on (B)(6) 2021, in order to reinsert the electrode array. The implanted device remains.